Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the renal unit, the venous pigtail of the cannon ii catheter was found cracked and leaking. The catheter was inserted on (B)(6) 2011 and there were no problems prior to the hub cracking. A repair kit was used and the hub assembly was replaced. The pt dialysis was continued w/o further incidence. The insertion site used was the right subclavian vein. There was no reported delay, death or complications to the pt.